Event description:
It was reported that intermittant occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was wearing the infusion set site for 3 days. Tandem clinical support informed customer that wearing the infusion set site for 3 days is off label per the tandem user guide. Customer¿s blood glucose level was 390 mg/dl with reported vomiting. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.